Event description:
The inflation valve fell off the catheter as clinician was attempting to inflate the balloon.

Manufacturer narrative:
After the foley catheter was inserted, the inflation valve detached as the balloon was being inflated. The clinician removed the catheter and inserted a new one without further incident. No pt injury resulted. The sample was returned disassembled and was missing the valve retainer which is the housing unit that holds the valve in place. With the exception of the missing valve retainer, there were no catheter abnormalities identified. The functionality of the valve and catheter were assessed. Fluid passed successfully through the valve. The catheter balloon inflated without issue. There were no visual defects on the shaft, balloon or eyes of the catheter. All dimensions were within specification. A root cause was not determined.